Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Noise was able to be produced with patient isometrics. The device was programmed to ventricular only therapy. No adverse patient effects were reported. This product remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.